Event description:
On 10 sep 2008, the office manager reported that during a hospital inventory audit, it was identified that the screw was disassembled in three pieces. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Evaluation is pending.